Event description:
An immucor application specialist called reporting that the fluidics cover arm was defective on an echo instrument at the customer site. The cover arm did not properly hold the fluidics cover in place. This caused the fluidics cover to fall off while the customer was working on the instrument. The customer was able to catch the cover before it fell on him. The event did not result in any injury.

Manufacturer narrative:
Fluidics cover arm was replaced. Customer was advised to call back if any further problems occur. Customer has not reported any further issues.